Manufacturer narrative:
H6: codes updated. Previously applied codes fdc d16 and img g07001 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: visually, there was contamination on the filler tube. Functionally, the probe sub-assembly/manifold turned between each of the current settings ¿ 0.5ma, 1ma, 2ma ¿ with no issues. Electrically, position 0.5ma shall be 0.5 ± 0.1ma and the actual measurement was 0.5ma; position 1.0ma shall be 1.0 ± 0.2ma and the actual measurement was 1.0ma; position 2.0ma shall be 2.0 ± 0.4ma and the actual measurement was 1.8ma ¿ all measurements were in specification. Additionally, the led, at the proximal end of the device, illuminated a red light at each of the 3 current settings as intended. There was no intermittent behavior while manipulating the tip, wire, or the probe sub-assembly. In the returned condition, there was no out of specification condition that was related to the complaint. H6: codes updated. Previously applied codes fdm b17 and fdr c20 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the vari-stim nerve stimulator did not stimulate the nerve. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.